Event description:
Caller reported a malfunction on the pump without an error code, leading to elevated blood glucose levels exceeding 500 mg/dl. Despite the high readings, the specific value was unknown and described as "high." Customer addressed the issue with a correction injection via mdi without third-party assistance. Pump screen remained non-functional, even after attempting to charge it, and was not displaying or blinking red. Cts decided to replace the pump, which was still under warranty, and sent the customer a replacement with updated software. Reportedly, customer reverted to manual injections for insulin therapy.